Event description:
The physician attempted to deploy a 2.50mm diameter x 24mm length endeavor sprint rx drug eluting stent. The target lesion was located proximally in the circumflex (cx) coronary artery and had 80% stenosis, was calcified and moderately tortuous. There were no difficulties removing the device from the hoop or during preparation of the device. A pre-dilation was initially carried out using a sprinter balloon. The physician then attempted to deliver the drug eluting stent, however it was reported that the physician encountered calcification on delivery of the endeavor sprint device and the stent could not cross the lesion. The device was withdrawn from the patient and upon inspection it was noted that the stent was deformed. Another stent was used to complete the procedure. No injury was reported to have occurred to the patient for this event. Evaluation summary: only the shelf carton, IFU and foil pouch was returned. The endeavor sprint device was not received for evaluation.

Manufacturer narrative:
Evaluation results: (only the shelf carton, IFU and foil pouch was returned. The endeavor sprint device was not received for evaluation). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, 80% stenosis, calcified and moderately tortuous). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 80% stenosis, calcified and moderately tortuous). Unable to confirm complaint (the device or procedural images were not returned for evaluation). (B)(4).